Event description:
Same event as MFR #: 3005188751-2012-00282. It was reported during an atrial fibrillation ablation procedure an air emboli and cardiac perforation occurred with a brk needle anda swartz braided sl1 introducer. A brk needle and a sl1 introducer were prepped normally and transseptal puncture was attempted. The needle and the introducer were advanced to the fossa ovalis and xrayed with a contrast injection which showed staining. The physician was not satisfied with the staining and the poor tenting noted. The needle was removed and flushed and the guidewire was advanced with the introducer to the svc. The wire was removed and the needle was reintroduced. The physician was satisfied with the placement of the introducer/needle assembly into the fossa was noted. Injection of contrast on xray showed contrast in the pericardium with an air bubble present. A transesophageal echocardiogram was done but the effusion and air bubble were not noted. The case was stopped and the patient to be rescheduled with transesophogeal echo guidance to cross the septum. No patient symptoms were noted with event. No further adverse consequences were noted. Current patient status is listed as stable.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. The cause for the reported event remains unknown, however; the most likely root cause classification consistent with the reported event is anticipated procedural complications as these events, the reported cardiac perforation and the reported air emboli, are known physiological effects of the procedure and are noted within the IFU.